Event description:
It was reported that during a hand assisted laparoscopic recto sigmoid colon resection, the device misfired on the second reload. The first firing produced acceptable results. On the second firing, the surgeon was able to fully articulate the firing trigger, and the device cut but didn't staple property. Some of the staples were partially attacheda to the tissue. Some staples were floating around the abdominal cavity, and none were fully formed. The case was completed by using another like device. The surgeon stated the misfire was a contributing factor to the pt receiving a permanent colostomy. A possibility of a temporary colostomy was originally planned. A fair amount of liquid stool leaked into the peritoneal cavity as a result of the event, but no additional treatment is expected. Pt is currently in good condition.